Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis on (B)(6) 2015. Mother stated that the insulin pump was alarming no delivery while the customer was sleeping. Blood glucose at the time of the hospitalization was 333 mg/dl. Customer was in the intensive care unit. Blood glucose had gone up to 538 mg/dl while at the hospital. Customer was not using the insulin pump at the time of the call. Reading at the time of the call was 234 mg/dl. Multiple no delivery alarms found in the alarm history on (B)(6) and a motor error alarm on (B)(6). The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 235 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.